Manufacturer narrative:
It is not known if the patient was treated with bard/davol mesh products. At this time, no conclusion can be made. The information provided is limited to the material extracted from the article. Due to privacy laws in (B)(4), additional patient/case details are unobtainable. Based on the information obtained from the article there is no direct correlation that can be made between the mesh implants and the patient's cancer diagnosis. Product identifiers were not provided, without this information a review of the manufacturing records is not possible. Polypropylene material has been used in most surgical specialties (including general surgery, cardiovascular surgery, transplant surgery, ophthalmology, otolaryngology, gynecology, and urology) for over five decades, in millions of patients. The safety and effectiveness of permanent implant surgical meshes made from polypropylene resin has been extensively studied within the medical and scientific communities for approximately sixty years. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. \ remains implanted.

Event description:
Review of a recent article published in the sunday post (aug 12th), https://www.sundaypost.com/fp/memos-reveal-mesh-firms-were-warned-21-years-ago-that-material-should-not-be-used-on-humans/, alleges adverse patient outcomes associated with mesh implants. Patient comment in article states: "I feel for this lovely lady. I too am a surgical mesh sufferer for the past 16 years and only recently learned that I am one after joining a group in (B)(6) called 'mesh down under just last week'. I have as many surgical mesh implants as this lady has and was also diagnosed with gastric cancer stage 4 last year. I too wonder if this is a side effect of the surgical mesh? Just wondering!"